Manufacturer narrative:
Alleged failure: came back from repairs stating "no problem found." Shut itself off during three cases and shows e4 error code. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the failure can be caused by an electrical component located on the digital board of the ccu. This is an electrical component failure and it is difficult to predict the life time of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was image loss for three minutes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was image loss for three minutes.